Event description:
The user facility reported a 56-year-old male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. Some oozing noted at insertion site. Clot mobilization to the right upper extremity post impella removal. Recommended vessel loops were not used during removal.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury. This report is being filed as part of a retrospective review of historical records.